Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to clinic for a device check, stored episodes of inappropriate hv therapy due to noise were observed. Noise was not reproducible with isometrics. Upon review of fluoroscopy, the physician suspected that the interaction of the rv and ra leads at the subclavian region compromised the leads insulation. Lead was capped and replaced.